Event description:
Customer reported that the push rod on the safety mechanism, was not fully activating or locking resulting in needle stick injuries.

Manufacturer narrative:
Since the device is not available for evaluation, it is not possible to determine if the event reported resulted from a manufacturing defect. No other incidents have been reported involving this product lot.